Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was a remarkable noise on all channels on both carto and ep systems during ablation. The system was evaluated and by replacing the bs ECG cable and ablation circuit cables, the issue was solved. After this replacement, the system was found functional. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
The customer reported that there was noise on all channels on both carto and ep systems during ablation. On (B)(6) 2012, awareness date change since we received additional information from the customer that confirmed the noise level was remarkable.